Event description:
It was reported during a generator replacement procedure; dislodgement of the atrial lead was noted. The lead was unable to capture and sense due to the dislodgement. As such, the lead was capped and replaced on (B)(6) 2017. The patient was stable before and after procedure.